Event description:
It was reported that patient presented in clinic when device communication could only be established by using inductive telemetry but not by rf telemetry. After further investigation, the rf telemetry log was normal. Interference from the clinical setting was suspected. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.